Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse reported that the end user observed "could not fill balloon". The fse evaluated the iabp unit and could not duplicate the reported failure. The iabp passed all leak tests to specifications. Unrelated to the complaint, the fse replaced (3) worn top cover concealments. The unit passed all functional and safety tests per factory specifications; and was returned to customer and cleared for clinical use.

Event description:
The customer reported that autofill failures occurred on the intra-aortic balloon pump (iabp). This event occurred before use on a patient. No adverse event was reported.